Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. An empty opened foil, two suture pieces and a winding former with two re-parked used needles and six needle-suture combinations were returned for analysis.. The product code is control release and required eight strands per packet. During the visual inspection of two suture pieces, body fluids were observed along of strands and the ends of suture piece were busted due to the sutures have begun with the degradation process and no functional test could be performed. Six needle-sutures were visually inspected, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems; however, the sutures have begun with degradation process and no functional test could be performed. The foil was examined and showed multiples wrinkles and holes in cavity on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an open hysterectomy surgery on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.